Manufacturer narrative:
This report is filed (B)(4), 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Event description:
Per the clinic, the patient experienced intermittencies when using the device. The implanted device remains. It si unknown whether there are plans to reimplant the patient with another device.